Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy and pallor are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pallor and rupture.

Event description:
Patient reported via regulatory agency "raynauds' phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)" and "lymphadenopathy". Later healthcare professional report "rupture". This record is for the left side. Device remains implanted and it will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, lymphadenopathy and raynaud's phenomenon was received on apr 06, 2026 with lot number 1693896. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. Raynaud's phenomenon: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported via bifs (breast implant follow-up study) "raynauds' phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Patient also reported "enlarged lymph nodes in [their] groin", which is not device-related. Later healthcare professional reported "rupture" confirmed via mammogram. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. Correction to h6 adverse event problem in the initial medwatch: un-reporting e0308 swollen lymph nodes as this was determined to be not device-related. Reason for reoperation: rupture; "raynauds' phenomenon" previously reported but not indicated as the reason for removal. Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, d6a, d6b, e1, e2, e3, g2, h6, h11.

Event description:
Patient reported via bifs (breast implant follow-up study) "raynauds' phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Patient also reported "enlarged lymph nodes in [their] groin", which is not device-related. Later healthcare professional reported "rupture" confirmed via mammogram. This record is for the left side. Device was explanted and replaced.